Event description:
It was reported that during a laparoscopic cholecystectomy procedure, and in particular during ligation of the cystic duct, clips were either bent at the ejection or could not close firmly. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.